Event description:
It was reported on 12 august 2025, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system. During the procedure it was noted that there was difficulty re-sheathing the valve. The re-sheath wheel reached the end of travel. A gap remained. The decision was made to remove the valve and delivery system and replace the delivery system with a new small flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. No damage or anomalies were noted to the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During the procedure it was noted that there was difficulty re-sheathing the valve. The re-sheath wheel reached the end of travel. A gap remained. The decision was made to remove the valve and delivery system and replace the delivery system with a new small flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.